Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned devices were visually examined, and the following was observed: liner is fully expanded as designed. Radial tip tear along distal liner edge. Distal tip is open along the axial score line. Sheath stretching along distal tip tear. All score lines present; soft tip damage; scratches along distal sheath shaft and tip. Due to the nature of the event functional and dimensional testing were unable to be performed. Pre-procedural imagery of the patient's anatomy was provided, and the following was observed: patient's access vessels had presence of tortuosity, calcification, and undersized vessel diameters. The 14f esheath+ is indicated for use with vessel diameters >5.5mm. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The distal tip tear of the 14fr esheath+ was confirmed per evaluation of the returned device. Available information suggests that improper tip expansion and/or patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event as calcification, tortuosity, and undersized vessels were confirmed via imagery. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm sapien 3 ultra resilia valve was implanted in the aortic position by transfemoral approach. Upon removal of the 14fr esheath+ at the end of the case, the tip of the sheath was noted to be torn. Per the field clinical specialist, there were no issues experienced during insertion of either the sheath or the delivery system. The patient had heavily calcified iliacs and distal aorta. No patient injury or complication stemmed from the reported device damage.